Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the ratchet gear and sliding pin were replaced, and the ratchet assembly was lubricated which resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
(B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. (B)(6).

Event description:
It was reported that the device was not ratcheting and it has been used more so like a wrench. Additional information was later received that clarified that the device handle was stuck and it could not perform the up and down motion. No adverse events were reported as a result of this malfunction.